Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that included but was not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was receiving dilaudid (5mg/l at 2.9681mg/day) and bupivacaine (.5mg/ml at .29861mg/day). The clinician tablet showed a warning for potential underdose or overdose as empty reservoir alarm had occurred. The patient's pump settings included a bolus duration 1 minute (min), a 4 hour (hr) lockout duration, their bolus restriction window was 1 bolus/4hr, and they received 6 bolus per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that when the rep arrived for the scheduled explant, it was canceled due to the patient being in atrial fibrillation (afib). It was unknown if and when the explant would be rescheduled to. The hcp reached out to the previous managing hcp to collect information. It was stated that the patient last had their pump refilled 2025-sep-10 and it would have been empty by 2025-oct-09. The patient had not gone to the previous managing hcp since september of 2025 and therefore no drug or saline had been put in the pump since then to anyone's knowledge. The patient stated they do not currently see anyone to manage the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were trying to find a new healthcare provider to take care of his pump. The patient stated he went to get his pump filled and the healthcare provider office was very rude to him and they did not want to fill the pump because patient did not pay the (B)(6) copay. The patient stated the healthcare provider¿s office called him back to the office to refill the pump but then wanted him to do a pee test. The patient stated he was disable and, in a wheelchair, and went from (B)(6) income. The patient stated he had another incident where they ordered his medication and the medication got lost and he went two weeks without medication and had withdrawals, he got sick, vomiting. The patient stated he needs to find a healthcare provider to refill his pump or have the pump removed or turn off. The patient stated he would consult with his primary care healthcare provider to get his pump refill. The agent reviewed physician listing and provided bhi (basic home infusion) information. 2025-11-26 rtg0899943 update (con): additional information was received from the patient and their representative who reported that the patient had moved to a different state, and the patient had been going through "dt"/detox for two days and needed to find a new doctor. The agent sent a healthcare provider listing to the email address provided by the patient. Additional information was received from the patient (B)(6) 2025.. The patient reported they went through withdrawals from the medicine inside their pump and was anywhere from 5 to 30 minutes away from death and they had documentation from the paramedics that came to the hospital and the doctor at the hospital told them they were "lucky because a half hour they would have been in a full blown heart attack because of the withdrawals from that medicine and they would have died". The patient stated this was on (B)(6) 2025 and they were in the hospital all day the 27th and their blood pressure was 298 and their heart rate was 216. The patient reported their pump is empty and alarming. The patient also stated they think "the pump is doing a reverse osmosis in their body, and they can tell the spinal fluid is going into their body". The patient reported they have a meeting with their healthcare provider (hcp) next tuesday (B)(6) 2025 to get the pump removed because they cannot find an hcp to refill the pump and it has "cost them more money and more headaches than the pump is worth". The patient also reported they were on 9 different opioids when they decided to get the pump and they weaned themselves off every one of them. The patient stated after they got the pump they had no more narcotic medicine in their body and that was the worst thing they ever did for their body to try to get rid of them. The patient reported they "were a walking zombie", had a newborn and they weren't even watching them and they couldn't change the newborn's diapers. The patient went to their hcp and said they got to get out of these opioids and that's when the pump came in. The patient mentioned they moved states recently and trying to find someone to refill the pump has been a nightmare. The patient also mentioned the original medicine that was supposed to be in the pump was dilaudid, but when they 'got here' they were not aware of this but 'they' added a sedative to the pump and they don't remember what the medicine was called. The patient asked why they were sleeping on the couch all the time, why they were tired, why they don't have any energy, and they found out that 'they' put a sedative medicine in the pump. The patient stated they called to provide the information. The patient stated the pump helped them but they cannot locate an hcp to refill the pump. Additional information was received 2026-jan-06 from the healthcare provider (hcp). It was reported that the hcp was aware of the patient thinking the pump was doing a 'reverse osmosis' and that they could 'tell the spinal fluid was going into the body'. The hcp reported this was not related to the patient's device and/or therapy, that they explained to the patient how the pump works, and the patient demonstrated understanding. The hcp also stated that the issue of the empty and alarming pump, the patient's withdrawal, high blood pressure, high heart rate, vomiting, and sickness have resolved. The current status of the patient's pump is that it will be returned and it is planned to be explanted.

Event description:
Additional information was received from a healthcare provider who reported that the pump explant was planned for on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.